Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Log files indicate mechanical hardware failure (av sticky valve). Performed mock infusion and unit had sticky valve error. Removed fva assembly and fva pins have debris. Cleaned fva pins and channels. Fva lip seals will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: error message stating that it needs serviced patient harm: no, a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.